Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "I was told that I only have 6 to 8 months battery life left on my device". It was further reported that the device reached elective replacement indicator and was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient stated "I was told that I only have 6 to 8 months battery life left on my device". The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device lasted 70% of its expected longevity.